Manufacturer narrative:
The investigation of the returned coil system found the implant stuck at the distal tip of the microcatheter. Once retrieved from the microcatheter, the implant was found stretched, damaged, and separated from the pusher. This stretched condition is consistent with the coil becoming stuck or experiencing friction during repositioning within the target site (i.e., stuck on the tip of the microcatheter). The investigation found the implant's monofilament with a tensile break shape at the tip which is consistent with the device experiencing excessive force that exceeded the strength of the monofilament causing the implant to separate from the pusher.

Event description:
It was reported that during an embolization procedure, the catheter was flushed prior to the advancement of the coil and advanced with no issues; however, when the physician attempted to reposition the coil, he was unable to pull back, and the coil prematurely detached from the pusher wire. The distal tip of the coil was in the vessel, and the proximal end of the coil remained in the catheter. The microcatheter and coil in situ were removed from the patient. There was no report of harm or injury to the patient.

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was returned to the manufacturer for analysis and the investigation is currently underway. A supplemental report will be submitted when the investigation has been completed. The instructions for use (IFU) identifies premature or difficult coil detachment as potential complications associated with use of the device.